Event description:
It was reported that the pump battery was rapidly depleting. Customer's blood glucose was within 54-500 mg/dl. Tandem technical support reviewed pump data and confirmed the reported issue. Reportedly, customer had a back-up therapy for insulin therapy.